Event description:
During use, the user noted that the connection was loose. The electrical insert in the active cord had recessed, prohibiting proper connection with the accessory device. No injury to the user or patient was reported.